Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation and information provided, it is assumed that an error occurred due to the end of the service life of lamp as the error was no longer generated when lamp was replaced. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
During a call with tac (technical assistance center) support engineer, customer was advised to ensure lamp position lever is fully pushed to lamp b and not in the middle. In a follow up call, customer stated that they replaced the lamp, no longer having an error, the issue was resolved. To date, no other issues reported, system is functional. If additional information becomes available this report will be supplemented accordingly following investigation.

Event description:
Customer reported that they are getting a lamp b error on their otv-si device. There was no patient involvement, no user injury reported.